Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported failure modes in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade 4+. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed; however, while flossing the gripper line, the anterior leaflet came out of the clip. The cap was placed back on the gripper line and the clip was opened. The grippers were raised in an attempt to re-grasp the leaflets, but the grippers would not come back down. Trouble shooting was performed, but unsuccessful. The clip was not implanted and the cds was removed and replaced. A new cds was used successfully. One clip implanted, reducing mr to 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.